Event description:
The customer contacted baxter's service center reporting a system error 2240 (air in line) during dwell 3 on the homechoice (hc). The technical service representative (tsr) explained the air alarm. The tsr also said the registered nurse (rn) should be notified. The home patient (hp) left a clamp open on an unused line. The tsr had thg patient cycle the power to get a system error 2367 and again to get back to start. The hp would use a manual bag to drain, and then use new supplies. The supplies were no visible defects in the supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) is confirmed because the patient reported having a clamp open on an unused supply line during therapy, which is use error that can cause system error 2240 alarms. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. A labeling review found the labeling to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.